Event description:
During set-up for use in a procedure, the technologist found a hair in the kit. The hair was isolated and saved. This was found in the retrograde pack ref: (B)(4) custom kit; lot 171b0499. We are following up with our medline representative regarding ongoing quality concerns.